Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in june. The patient reported obtaining blood glucose readings of 410, 362, 323 and 358 mg/dl on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient was unwilling to answer questions regarding their diabetes management. The patient stated that, on an unknown date, they developed symptoms of ¿shaky, sweaty and nervous¿. The patient was unwilling to answer questions regarding any treatment they received for these symptoms. The patient was unwilling to complete the call with the cca. This complaint is being reported because the patient may have developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.